Event description:
It was reported that during a laparoscopic appendectomy procedure, the blade did not retract, and got caught on a bowel artery. There was about 100cc blood loss. No transfusion was needed. The procedure was completed with another like device.

Manufacturer narrative:
Evaluation summary: the instrument was returned with white residue inside the knife and tip. The instrument was manually tested for functionally and was found to arm and retract properly. The reported incident could not be recreated nor confirmed.